Event description:
Customer reported that insulin leaked from the cartridge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer successfully changed the cartridge and resumed insulin therapy, and an RMA was issued for the cartridge.